Manufacturer narrative:
The manufacturer is attempting to acquire the pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received indicating that the patient was buried with the pump and therefore, it will not be returning for evaluation.

Manufacturer narrative:
The device was not explanted at the time of the patient expiration. A correlation between the device and the reported event of a gi bleed and subsequent multi-organ failure could not be determined through this evaluation as the device was not available for evaluation. The instructions for use lists bleeding and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, the patient experienced multi organ failure and expired. It was also reported that the pump parameters were normal and the pump was working as intended. An unknown amount of time prior, the patient had gi bleeding.